Event description:
It was reported that the patient had two promus stents implanted on (B)(6) 2011. On (B)(6) 2013, the patient died. The cause of death was reported to be a myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and death are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use(IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.